Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information farom that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x28mm promus premier¿ stent was advanced but was unable to cross the lesion. It was then noted that the stent had accordioned while attempting the cross the lesion. A surgery was then performed to have the stent removed from the patient's wrist and the procedure was completed using a different device. No further patient complications were reported and the patient's status was fine.